Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient with snm for bladder implanted last week after a successful evaluation stage. Immediately after the surgery, impedancetest highlighted all electrodes as amber and when each one of the electrodes is clicked, only electrode 1 is amber showing >4000 and the rest are in green. Also, when we go through each program, the amplitude of p1, p3, and p4 can be increased but p2 can only reach maximum setting of 0.3 ma. In the end, they found program 4 at 1.3 ma effective without any adverse effects so far.